Manufacturer narrative:
Other text: b3: date of event updated.

Event description:
Additional information received. Event date is updated from unknown to 25-july-2023.

Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. During the functional testing, the customer reported problem was verified. Low pressure alarm cycle light is out of spec. The cause of the issue was found to be that the electrical chassis was out of spec. The light cycle was recalibrated, the MRI battery, sintered filter and o rings were replaced, the patient pressure cycling led was reset and CPAP control was adjusted to tolerance. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator was alarming for low pressure. Patient involvement unknown.